Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were catheter complications. The patient's catheter was dislodged. The catheter issue was confirmed. A revision was recommended. The reporter said that the catheter came out of the intrathecal space distal to the anchor and "coiled up" outside of the intrathecal space. The patient had a revision on "(B)(6)" and seemed to be doing well since surgery. The drug in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.